Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the patient was having laparoscopic surgery, when the specimen was in the retrieval bag the end of the bag split at the seal and the specimen fell out and into the abdomen. The surgeon used a second bag to retrieve the specimen and the bag split in the same area as the first. This time the specimen was in the port site and the surgeon extended the incision to retrieve the specimen. The second time there was pressure on the bag as it was being pulled out of the port site.